Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract procedure, a patient experienced a corneal burn requiring two sutures to close the wound. The customer indicated the phacoemulsification handpiece passed prime/testing, but during the procedure the occlusion alarm sounded. The tubing was checked, but the occlusion tone still sounded. The phaco handpiece, phaco tip, and cassette were switched out, but the issue persisted even after successful priming/testing. The system was subsequently switched out, and a new phaco handpiece, tip and cassette were used to resolve the issue. This is the second of two reports.